Manufacturer narrative:
The patient's adverse event is related to the implant procedure.

Event description:
It was reported by a neurologist that a vns patient had become non-verbal. According to the treating neurologist, the patient typically makes noises but has failed to do so since initial vns implant on (B)(6) 2011. The neurologist believes that patient has vocal cord paralysis due to vns surgery; thus, he did not turn on the vns device and referred the patient to an ent specialist. Patient does not have a medical history of the aforementioned event.